Event description:
It was reported that the pump displayed white lines and a partially visible screen, leading to screen being unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.